Manufacturer narrative:
Insulin pump buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage inside pump noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they were at a concert and it was raining so the insulin pump was exposed to fluid. Customer's blood glucose reading at the time of the call was 146 mg/dl. Nothing further was reported.